Manufacturer narrative:
Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -13.5 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting and elevated intraocular pressure. The lens was exchanged for a shorter lens.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial. A visual inspection was performed, observing the haptic to be torn/broken/bent/deformed. (B)(4). Conclusion: per dfu, this lens model is contraindicated in the patient's age being under 21 years. (B)(4).